Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that it had been 3-4 years that the device was not working. It had run out and the patient couldn't get it started. Stimulation was strong when lying down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported an elective replacement indicator (eri) on the non-rechargeable implantable neurostimulator (ins). There was no allegation or dissatisfaction with the ins longevity but there were symptoms. It was reported that the device was not working at all. The patient was not feeling stimulation. The patient reported that stimulation was not currentlyon. Relevant medical history includes postlaminectomy pain and spinal pain.